Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A stoma site infection and post procedural complications are known complication of a peg tube placement.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The following information was received from a market research program in (B)(6) from a caregiver on (B)(6) 2019: a (B)(6) year old female, who had duopa fitted about 2 years ago started to choke on some food and a bystander performed the heimlich maneuver, which pulled out the tubing. The patient underwent repositioning of the tubing but the patient experienced an unspecified infection. It was also reported that the surgical team left a piece of an unknown surgical equipment inside the patient. It was unknown if the infection was due to the tubing being pulled or the surgical equipment left inside. On an unknown date, the patient underwent required surgery to remove the unknown surgical equipment and the patient recovered. It was unknown if the patient received any treatment for the infection.